Event description:
Caller reported blood glucose results of "above 200" mg/dl and "60 something" mg/dl within 1 minute on the accu-chek system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
Attorney alleges patient "suffered physical and other injury as a result of the recalled lead" and "on (B)(6), 2007, (patient) died as a result of complications, due in part, to his defective sprint fidelis lead, model number 6949." Further alleges that as a result of the lead, the patient "sustained severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.